Event description:
It was reported that during a cruciate ligament reconstruction surgery, the tip of screw broke while implanting. A backup device was used to complete the surgery. No patient impact was reported.

Manufacturer narrative:
One 7x25mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 3mm of the distal threads have broken off and were not returned. The remaining threads are deformed. Dimensional assessment of the screws major diameter and wall thickness was found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. Credit has been issued as a customer courtesy.